Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet device sustained external damage during baseball, resulting in a cracked screen, and images of the damaged unit were provided; replacement education and logistics were completed, and the device was scheduled for replacement. Symptoms included no reported adverse clinical effects or alarms. Outcomes included continued cgm use as instructed without interruption to therapy. Investigation included collection of damage photographs and review of device function based on user report. Investigation of this case revealed damage consistent with physical impact to the display assembly and housing, aligning with a hardware screen break; no functional performance issues beyond the cracked screen were reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.